Manufacturer narrative:
Patient information was not provided. Livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). The device was returned to livanova deutschland for investigation and repair. During the evaluation of the device, the reported issue could be confirmed and traced back to defective inserts. The device was cleaned and the inserts were replaced to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a electrical venous occluder (evo) displayed an error message during post-procedure. There was no report of patient injury.